Manufacturer narrative:
The insulin pump had a button error alarm and no act button response due to corroded act keypad traces. There was no moisture damage inside the insulin pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 400 mg/dl. Customer treated themselves via bolus delivery from the insulin pump. Troubleshooting for keypad anomaly was performed. Customer advised the insulin pump was exposed to moisture via rain. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.